Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective inspiratory valve. In consequence (correction) the defective inspiratory valve was replaced. There was no patient or user harm.

Event description:
Standard exchange. (Old s/n of servo valve is (B)(6). New s/n of servo valve is (B)(6)). Alarming tf9907, tf2414 , tf5509. Try to checked all cable and connector on board vu-mother , servo valve is ok. Into service software and full cal. At the "inspiratory valve check" in process adjust 20ml/s after adjust the 20 ml/s potentiometer on the servo board find the flow measurement device reads a flow at 30 mbar always , the screen show this value always although my engineer will adjust by turning potentiometer. After exchange new servo valve this g5 can use to be normally.